Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of an inguinal hernia repair, the patient had allergic to mesh complications from day one. It was stated that the body rejected it. It was also stated that the mesh cannot be removed safely due to further complications.